Manufacturer narrative:
The information provided, concomitant product with the initial report was incorrect. The correct information has been included with this report.

Event description:
The concomitant product was ozp-mmt-7020-snsr.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood and sensor glucose levels were off. Customer's blood glucose level was 495 mg/dl but their sensor glucose reading was 66 mg/dl. The customer corrected their blood glucose level with a bolus. The device will not be returned.